Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no esc and act button response due to corroded keypad trace. No button error alarm during testing. Insulin pump had minor scratches lcd window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported pushing the escape and act buttons with no response. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 51 mg/dl at the time of the call. No further information was provided.